Manufacturer narrative:
On (B)(6)2021, biosense webster inc. Received information indicating the patient's outcome recovered/resolved by (B)(6)2021. In addition, the principle investigator determined the adverse event was expected/anticipated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch® sf uni-directional navigation catheter approved under (B)(4). (B)(4).

Event description:
This case was part of a clinical study. It was reported that a (B)(6)-year-old male underwent an atrial fibrillation (afib) ablation procedure on (B)(6) 2021 with a qdot-micro, uni-directional, f curve, c3, split handle and suffered deep vein thrombosis requiring unspecified medication and prolonged hospitalization until (B)(6) 2021. No surgical intervention was reported. No bwi product malfunctions were reported. It was reported that patient developed deep vein thrombosis. Patient required medication and prolonged hospitalization. Outcome was reported as recovering/resolving. The principal investigator assessed this event as moderate in severity, serious, probable related to index study procedure, not related to study device and not related to the biosense webster non-investigational devices. With the information available that medication and extended hospitalization was required, and given the implied relationship to the procedure, this event is being under the qdot-micro, uni-directional, f curve, c3, split handle.

Manufacturer narrative:
On 9-aug-2021, biosense webster inc. Received additional information indicating the relationship to study procedure has been changed from ¿probable" to "causal relationship". On 12-aug-2021, biosense webster inc. Received additional information indicating the system did not present any error messages and the physician/user did not see any product problem. There were no issues related to temperature and flow on the catheter. Generator parameters: qmode t cutoff 55. The noted temperature, impedance and power were, temperature 37-50, impedance 100-115 & power 30-35. The patient was anticoagulated: procedure was performed with anticoagulation uninterrupted, activated clotting time (act) >300 and act check every 30 min. Bolus heparin to reach act>300. The correct catheter settings were selected on the ngen generator which was used during the procedure. The ngen pump was switching from low to high flow during ablation. The duration of ablation used was 2 radiofrequency (rr) sessions of 65 seconds and 63 seconds. The average contact force was not greater than 40 grams and not greater than 25 grams. No ablations used forced above 40 g for any extended periods of time. Irrigation rate used: (power up to 30 w, high flow rate of 8 ml/min; 31 w or greater, high flow rate of 15 ml/min) 4/15 ml/min according qmode mode. The pre-ablation high setting: 15 ml/min according qmode mode. Heparinized normal saline was used as the irrigation fluid. Carto visitag module settings were, range 3mm, time 3s, force over tiem (fot) of 25% and 3g, respiration adjustment, ablation index with anterior (ant) wall target of 450-500 and posterior (pst) wall target 330-350. Color options used prospectively: tag index. It was also confirmed the device was qdot-micro, uni-directional, f curve, c3, split handle catheter was discarded. The lot number for the qdot-micro, uni-directional, f curve, c3, split handle catheter was also provided as 30408819l. On 14-aug-2021, additional information was received which indicated the procedure this event is related to was the index procedure. Field d4. Lot has been updated with lot number 30408819l. Additionally, with the lot number being provided, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. A manufacturing record evaluation was performed for the finished device 30408819l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).